Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection (open). According to the reporter: the low anterior resection was performed as part of an abdominoperineal resection (apr). During the anterior resection portion of the procedure, the plastic tip of the stapler broke off during firing and fell into the pt cavity. This was an open procedure and the tip was retrieved by reaching into the cavity. As a result of the plastic tip breaking off, the tissue was being squeezed out of the jaw, resulting in tissue trauma and unanticipated tissue loss. In addition, the staple line was not complete across the entire rectum and the surgeon had to hand stitch the rest of the rectum which was without staples. The surgeon then went on to complete the abdominoperineal resection (apr). The surgery was extended by more than 30 mins. It was reported that there were no complications to the pt caused by the extension in surgery time. No reinforcement material was used. The last known status of the pt was reported as no adverse outcome.

Manufacturer narrative:
(B)(4).